Manufacturer narrative:
The implanting clinician decided to explant the leads to avoid further issues with the implant procedure. The implanting clinician noted that the patient has a history of implant rejection in the past, including rejecting spine screws. A review of sterilization and packaging records for the respective product lots and confirmed that the products were delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the erosion/infection was confirmed. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion/infection is that the patient is a poor candidate due to health conditions and has a history of rejecting implants.

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to disclose that the lead is eroding and seems to be infected.